Event description:
A hospital in another country, reported to our distributor that the mr290 humidification chamber was not filling correctly when the water bag became low on water. No patient consequence was reported.

Manufacturer narrative:
The actual complaint device was evaluated. The water bag spike that penetrates the water bag had been cut off and not returned. A new water bag spike and waterfeed tube were attached to do a performance test on the chamber float operation to see if water would fill correctly in the chamber. Results - the chamber float operates correctly and allows water to fill in the chamber to an acceptable level. Conclusion - no malfunction was detected in the chamber float operation controlling water level. However, as the water bag spike was not returned, we were unable to evaluate its performance. It is likely the valve inside the water bag spike was not equalizing pressure correctly which could reduce water flow to the chamber.